Manufacturer narrative:
H10: two (2) devices and a photograph of both samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection was performed on the devices and did not identify any particulate matter. The fill port caps were removed from both samples and no issue was observed with the connector or cap areas. Inspection of the photograph revealed colorless to white polymeric appearing particles in the fluid pathway of one sample. The reported condition was verified for one sample through analysis of the photo. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.